Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation of the device, it presents with tissue remnants, indicating significant use. The inner tip shows evidence of galling, which would be the source of the shedding. The outer blade is bent .067 or a 3 degree bend, from straight (tube assy straightness tolerance is .004 max).the inner blade polycarbonate sluff chamber presents with radial cracks about the base of the inner tube. It looks like the assembly saw significant lateral load during use. Therefore, the shedding is likely a result of the excessive bending of the assembly considering the tube is visibly bent. Conclusion: improper use. (B)(4).

Event description:
During surgery the blade shed leaving debris in the joint, which caused the surgeon to switch to an open procedure to complete the repair.